Manufacturer narrative:
The screw was examined under magnification. The screw was broken where the taper of the screw stops approximately 3 threads from the head of the screw. This was the only portion of the broken screw that was returned. The fractured surface has beachmarks present which are indicative of a fatigue fracture. Additional mdrs associated with this event: 3025141-2017-00018: plate, 3025141-2017-00019: screw 2, 3025141-2017-00020: screw 3, 3025141-2017-00021: screw 4, 3025141-2017-00022: screw 5.

Event description:
A clavicle plate was implanted. One of the screws broke post op. The plate and screws were explanted.